Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the camera. System operates as intended.

Event description:
Customer reported, the constancy test is outside permissable values. No pt injury was reported.